Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was inpatient with altered mental status. The patient had been losing weight and had lost 20 pounds. The pump was replaced on (B)(6) 2015, but it was unknown if the symptoms correlated with the replacement or started earlier. The patient was also taking oral medication. There was also concern with the oral medication. The patient was not drinking or eating all day, even during inpatient admission. At the time of report, they were ruling out (r/o) for stroke. The patient did improve with narcan, but they did not want to continue that due to the risk of withdrawal. A healthcare provider suggested a 30-40% reduction in dose. The pump was used to infuse clonidine, bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.